Event description:
It was reported that following a percutaneous transluminal angioplasty (pta) for a proximal stenosis, a stent was placed below the common femoral artery (cfa) puncture site. An angio-seal was selected for use. A pre-deployment angiogram revealed mild calcification at the puncture site and the vessel lumen diameter was 4-5 mm. A 7f cook sheath was also used. A 0.035 terumo radifocus 220 cm guidewire was used to insert the locator/sheath assembly into the puncture site instead of the provided guidewire. During angio-seal deployment, after the blood flow was confirmed, the procedure was performed by another physician. The angio-seal was deployed antegrade and hemostasis was achieved. The pt returned to the hosp room and ambulated 4-6 hrs later. One day later, an ultrasound and intravascular ultrasound (ivus) revealed a thrombotic occlusion from below the cfa to the inside of the stent. A narrow gap was seen by ivus between the artery wall and the anchor. Another pta was performed using a 7 mm diameter balloon and thrombus was aspirated. The narrow gap between the artery wall and the anchor remained. The pt later deteriorated and expired due to respiratory failure.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, of surgical intervention.